Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, lot# c0351468, product type: recharger. Product ID: 3387-40, lot# l63346, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Analysis of the recharger (lot # c0351468) revealed a cable assembly with a damaged connector tip. The eval code-conclusion is applicable to the implantable neurostimulator (sn (B)(4)). The eval code-conclusion is applicable to the recharger (lot # c0351468).

Event description:
The representative reported that the patient's battery was discharged and the clinician programmer was saying to charge immediately. However, the recharger was dead, the connector pin/black cord wiggled, and the manufacturer representative (rep) could not get a charge. The rep meant that she could not get the recharger to charge. The desktop charger had a possible bad connector. The patient had trouble for about a week and her tremor symptoms returned. She could not control her left side tremor. The event date was noted as (B)(6) 2015. The patient's indication for use was essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.